Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 2-3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed, while retracting the steerable guide catheter (sgc) from the patient it was visualized on the transthoracic echocardiogram that a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. A second mitraclip was selected and implanted successfully to stabilize the slda clip. The procedure was discontinued. The final mr was grade 1. There were no clinically significant delays or adverse patient sequela reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy, per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.